Manufacturer narrative:
510k: this report is for an unknown device/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a hardware removal on (B)(6) 2018 due to non-union and a broken implanted unknown-variable angle (va) condylar 12 hole plate. The surgeon removed the following along with the plate: five (5) unknown cortex screws, four (4) locking screws and four (4) unknown cables. The hardware was replaced with an unknown 14-hole va condylar plate with unknown screws. There was no surgical delay and the surgery was completed successfully. Patient outcome is unknown. Concomitant devices reported: unknown cortex screws (part number unknown, lot unknown, quantity #5); unknown locking screws (part number unknown, lot unknown, quantity #4); unknown cables (part number unknown, lot unknown, quantity #4). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unknown 4.5mm va lcp condylar plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Code 3191 used to capture required surgical intervention and device removal. Patient codes 1870 and 3189 were inadvertently entered and are not applicable to this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for an unknown 4.5mm va locking compression plate (lcp) condylar plate.